Manufacturer narrative:
(B)(4). Method: the device was not available for return as the device was discarded. The customer was unable to provide lot information for the device; therefore, a device history review(DHR) cannot be conducted. Results: as the device was unavailable for an evaluation, testing methods could not be performed; therefore, results cannot be obtained. Conclusion: it is unknown what may have caused the patient's reported condition. However, this event is reportable. The business administrator of the hospital provided additional information for the case. It was reported that it is not believe that the use of the on-q was related to the patient's hepatitis, she has never heard of this before. It is not believed that epinephrine was used in the device. The customer reported that the device was used as expected and infused in the expected 4 days. Based on the use review and the information reported, no evidence exist to suggest the pump was not used in accordance to the instructions. It was removed empty after the prescribed infusion time with no reports of flow, temperature or pump concerns. Though we cannot rule out the patients reaction to both medicines as the root cause of the medically induced hepatitis, it is likely the result of the combined prescribed medications the patient was taking at the time. Additional information has been requested from the physician; however, no information has been received as of the date of this report. Should additional information pertinent to this case be received, a supplemental report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems.

Event description:
It was reported by a patient's husband that his wife experienced jaundice symptoms and was hospitalized after her rotator cuff repair surgery. It was reported that the patient's skin was yellow, eyes are yellow, her enzymes are elevated and her urine is dark brown. Her bilirubin is 4.2. Patient's husband wanted to know what "drug" was in the pump, he said that anesthesia nor the surgeons office would give him any information about the drugs or dosing given. Additional information received on august 27, 2015, the patient's husband provided further information. It was reported that they called the hotline on the night of (B)(6) 2015, because they wanted to find out what drug was in the pain pump. The patient had surgery for a rotator cuff repair on (B)(6) 2015, and was sent home with the pump the same day. The patient was prescribed with 30 pills of oxycodone, 325mg. She used a total of 11 pills, half pill for the first 2 days than just at night 1 at night before bed. A week after the surgery (cannot recall exact date), the husband noticed patient's skin under the eye area turned yellow, and her urine was dark brown in color. She was nauseated, had a loss of appetite and feeling sick. The patient had loss weight and was (B)(6). Patient went to the ER on (B)(6) 2015. An ultrasound and x-ray were ordered and gallbladder stones were ruled out. A blood test was ordered: alt 569, ast 320, bilirubin 4.1. On (B)(6) 2015 she was admitted to the hospital with a diagnosis of medical induced hepatitis. The doctor suggested not to use any pain medications and was given IV phenergan and was sent home after 2 days. On (B)(6) 2015 an additional blood test were ordered: alt 260, ast 457, bilirubin 4.9. Patient is still sick. The lot information of the pump was unknown and the pump was discarded right after infusion was complete. Additional information received on september 02, 2015, the pump was filled to 300ml's and catheter placement was interscalene used with 0.25% bupivacaine.